Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for a toe amputation related to diabetes. The customer was feeling slightly unhappy with the insulin pump. The caller experienced high of 500s and low blood glucose of 49mg/dl while staying in the hospital. Offered to troubleshoot, but the customer declined and believed maybe related to site issue or quick infusion sets. No further information was provided.